Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: the black box and alarm history showed multiple cs 069 call service alarms. The cs 069 call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. The pump¿s ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no errors, alarms or warnings occurring. The pump¿s cover was removed and there was moisture damage found on the printed circuit board (pcb). The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and there was moisture on the display. Also unrelated to the initial complaint, there was a crack in the pump case near the top right corner of the display. A leak test was performed and failed due to a crack in the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.